Event description:
It was previously reported that the target lesion was treated with direct stent placement of a 4.00 mm x 12 mm taxus element stent and placement of a 4.00 x 12mm taxus liberte stent. Now it is reported that only one stent, the taxus element, was implanted.

Event description:
(B)(4) clinical study. Same case as MDR#2134265-2013-05606. It was reported that the patient died. In (B)(6) 2011, the patient presented due to unstable angina (braunwald classification -unknown) which was diagnosed as mi and was referred for cardiac catheterization. The 95% stenosed, 12 x 4mm, target lesion was a de-novo was located in the distal saphenous vein graft (svg) to distal left anterior descending artery (lad). The target lesion was treated with direct stent placement of a 4.00 mm x 12 mm taxus element stent and placement of a 4.00 x 12mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient died of unknown causes. The family could not be contacted and no further details are available.

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Manufacturer narrative:
(B)(6). Device is combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).